Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws were deformed or bent. There was no patient injury.

Manufacturer narrative:
(B)(4). Visual and functional testing showed that the device is still completely functional aside from the slightly bent jaw. The trigger/grasping and ratchet functions work as intended. Discussion with minigrip production supervisor yielded that it is very unlikely that this bend in the jaw would have gone unnoticed in the various visual inspections performed during production and packaging. It is more likely that the bend occurred after distribution of the device, particularly during the use of the device. The DHR for this lot was reviewed, including the device final audit and assembly function test failure log. No problems were noticed with any of the documentation. No failures were noted on the device final audit report. The function test failures recorded were few, and the causes were not out of the ordinary (devices are re-built and re-inspected after a functional failure). Material certifications for the jaw material were also reviewed, and no problems were noticed. According to the DHR, device was made to customer specifications. Other remarks: the root cause was most likely mishandling or misuse by the user resulting in a bent jaw. No corrective actions will be implemented at this time since the damage most likely occurred after distribution and there is no indication that the material was defective. (B)(4).

Event description:
It was reported that the jaws were deformed or bent. There was no patient injury.